Event description:
It was reported that on (B)(6) 2022, during an unknown procedure, when drilling through the oblique holes on the aiming arm, the drill did not align and hit the nail. The surgeon had to remove the drill sleeve and drill through outer protection sleeve. No further information was provided. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.